Event description:
A report was received that the patient was experiencing leakage around the pocket site. It was unknown if intervention was provided.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing leakage around the pocket site. It was unknown if intervention was provided.